Event description:
On (B)(6) 2013, at (B)(6) center, mahwah, nj, for cardiohelp unit (B)(4) the service technician received a "battery 2 needs service" message when the unit was powered on. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by ssu service technician and the left side heatsink mounting was replaced and a complete preventive maintenance was performed the unit passed all functional tests and was returned to service. (B)(4).